Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of loop break. Block h11: investigation results the complaint device was not returned; therefore, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Because the device was unavailable for testing and there is insufficient information to determine whether the issue was related to procedural technique or a potential device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy for the treatment of polyps, on (B)(6) 2026. During the procedure, the loop snapped. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.